Event description:
Jackson pratt surgical drain broke while removing from patient following a right total knee replacement the day before. The drain would not advance more than an inch, as steady pressure was applied the drain broke.

Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. The device history record for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum pull test over punched region specification for this drain is 15.0 lbs. Incoming inspection records demonstrated pull test results of a minimum of 18.6 lb in perforated area in quality testing performed. The lot number reported was manufactured on nov. 3, 2011. This is the first complaint received on this catalog in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of instructions for use. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends and utilize the information as part of continuous improvement.